Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a follow-up noise was observed on the rv lead due to possible insulation breach. Since the associated device was a subject to the advisory for premature battery depletion, although there was no eri alert or allegation of premature battery depletion, the physician decided to replace the device. On (B)(6) 2018, the lead was capped inside the body and replaced and the device was explanted. The procedure was completed without any adverse consequences to the patient.